Event description:
This lead was implanted on (B)(6) 2010 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) center in (B)(6). A call to technical services on (B)(6) 2013 1 :00:21 pm states that atr stored but doesn't look like atr. Ts states that ac is on. It is farfield oversensing of backup pace during ambulatory threshold test. Only 26 total atrs. No further information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).